Event description:
Device issue: stent dislodgement. Adverse event: death. Onset of adverse event: during procedure. It was reported that during the procedure in the mid left anterior descending artery, the graftmaster stent was deployed to seal a perforation; however, the stent dislodged distally and was implanted. Reportedly, the perforation was sealed; however, the pt died. Exact date and cause of death is unk. Reported info indicates that the graftmaster did not cause additional complications or the adverse event. Though requested, additional info was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 590 mg/dl and 190 mg/dl. Customer took 25 units of novolog 70/30 in response to the reading of 590 mg/dl. No adverse event reported. Requested return of suspect device, and replacement was sent.